Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was 232mg/dl when she got up and around 400mg/dl and later was 518mg/dl. Customer took one manual injection. Customer declined to troubleshoot for high blood glucose levels. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.